Event description:
Complainant alleged that the clinician had administered 10 shocks to an 84 year old male pt in cardiac arrest, but during one of the defibrillations the anterior electrode arced. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.